Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument spring was dislodged, likely causing the jaws to not open. The grip release lever was manually pushed to open the grip tips but was found to be stuck and unmovable even after applying force. The housing was removed and the instrument spring was found to be dislodged. The dislodged spring was stuck. As a result, the grip tips were unable to be opened. The spring was manually forced to be unstuck and the grip tips opened and closed. The root cause is attributed to manufacturing. No image or video clip for the reported event was submitted to isi for review. A review of the procedure logs was performed. Per the review, the following was confirmed: system serial ¿ (B)(4), event date ¿ (B)(6) 2022, and procedure name - hysterectomy - benign. The vessel sealer extend instrument (l90210720-0368) had 0 uses remaining. A review of the device logs for the vessel sealer extend associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: e-100 logs were checked, and no errors occurred during the use of this instrument. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend jaws would not open back up after sealing and cutting tissue when grasping tissue during dissection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the customer reported that they were sealing around the ligament. The tissue had already been sealed and cut when the issue of the jaws not opening was identified. The emergency grip release was not tried. The tissue was to be cut; however, they could not get the jaws to release. The sealing and cutting sequence was normal. There were no adverse effect nor was there unexpected tissue removal or bleeding. The surgery was not recorded and no photographs were taken. Patient information was requested but not provided.